Manufacturer narrative:
Syncardia initiated a CAPA (corrective/preventive action) to address the hospital cart power cord issue. The root cause investigation is ongoing. Potential corrective actions will be evaluated when the root cause investigation has been completed. Syncardia has completed its evaluation of this complaint and is closing this file.

Event description:
The syncardia companion hospital cart is a large cart with wheels into which the syncardia companion 2 driver docks. It is intended for use in the hospital during the temporary total artificial heart (tah-t) implant procedure and subsequent recovery. The hospital cart can be plugged into external wall power to provide a redundant power source to the docked companion 2 driver. The customer reported that the companion driver hospital cart power cord "falls out" of the hospital cart. The customer also reported that the hospital staff used tape to secure the power cord into the companion hospital cart. This alleged failure mode poses a low risk to the patient because it did not prevent the docked companion 2 driver from performing its life-sustaining functions. In addition, the companion 2 driver has redundant, alternate power sources of two external batteries and an internal emergency battery.